Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was over 130 mg/dl at the time of the incident. The customer's blood glucose was 700 mg/dl at the time of hospitalization. The customer stated that she was given IV drip and insulin drip during the hospitalization. The customer stated that the she was feeling sick prior to the hospitalization. The time of the hospitalization was 7am and the date of the hospitalization was (B)(6) 2016. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer stated that the no delivery alarm was resolved by an infusion set change. The customer was unable to troubleshoot for the high blood glucose at the time of call. The insulin pump will not be returned for analysis.